Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Hold am 10.4.18 information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient needed to know how to get the ins battery replaced. The patient stated that therapy helped for a long time but now it worked and it quit. The patient mentioned that there were times when it worked and sometimes it did not. The patient noted that when she coughed the next thing she was all wet. The patient further explained that therapy was not helping urinary symptoms sometimes. The patient reported that it comes on and she could feel it and it worked for the first hour and then it quits. Troubleshooting attempts were made and the patient confirmed the patient programmer showed that the ins was on and the patient got as high as it would go or as she could tolerate. It was also mentioned that the patient's device was sometimes not charging. The patient was redirected to her health care professional. There were no further symptoms or complications reported or anticipated.